Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows no damage to the platform. A review of the archive was performed and the reported complaint of the platform displaying user advisory (ua) 17 (max motor on time exceeded during active operation), user advisory 12 (lifeband not present), and user advisory 19 (max applied load exceeded) messages was confirmed to have occurred on the reported event date of (B)(6) 2014. The archive also shows that user advisory 45 (not at "home" position after power-on/restart), user advisory 44 (battery voltage too low during compression), user advisory 13 (battery fault detected), and user advisory 18 (max take-up revolutions exceeded) messages occurred on the reported event date. However, these user advisories are not related to the reported complaint. Functional testing was performed and the reported issue of ua 19 was able to be reproduced. During testing using the large resuscitation test fixture (lrtf), a ua 19 fault was observed. It was found that both load cells were defective. In assessing for battery management issues, the archive shows that ua13 and ua44 occurred with two nimh batteries (sn: (B)(4) and sn:(B)(4)). The autopulse system labeling requires the user to "test cycle" each battery monthly. Nimh battery with s/n (B)(4) was manufactured in september of 2011. The number of test cycles obtained for this battery was (B)(4) cycles. If proper battery management had been followed, the expected number of test cycles would be (B)(4). The nimh battery s/n (B)(4) was manufactured in october of 2011. The number of test cycles obtained for this battery was (B)(4) cycles. If proper battery management had been followed, the expected number of test cycles would be (B)(4). Not following the recommended battery maintenance may result in faster aging. It can be concluded that the batteries were not properly maintained. Based on the initial investigation, the part identified for replacement are the load cells. In summary, the reported complaint of ua 17, ua 12, and ua 19 faults was confirmed based on the archive review. The ua 19 message was also confirmed during functional testing. The fault was found to be due to defective load cells. The probable cause for the ua 17 message could be due to low voltage batteries since it was observed that nimh batteries with sn: (B)(4) and (B)(4) were used for compressions on the reported event date and exhibited ua 44 and ua 13 messages. However, no batteries were returned for evaluation. A root cause for the reported ua 12 could not be determined. However, per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The other observed user advisories found during archive review are unrelated to the reported complaint.

Manufacturer narrative:
Functional testing was performed and the reported issue of a user advisory (ua) 17 message was reproduced. Ua 17 messages occurred intermittently during testing with the large resuscitation test fixture (lrtf). It was found that both load cells were defective. The reported ua 12 (lifeband not present) and ua 19 (max applied load exceeded) messages were not reproduced during testing. Additional narratives/data of the initial report has been updated based on the updated results above: in summary, the reported complaint of ua 17, ua 12, and ua 19 was confirmed based on the archive review. The ua 17 message was confirmed during functional testing. The fault was found to be due to defective load cells. The root cause for ua 19 could not be determined. The root cause of ua12 could not be determined. Per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The other user advisories observed in the archive review are unrelated to the reported complaint. The battery management assessment results confirming improper battery management is also considered unrelated to the reported complaint. Upon replacement of the load cells, the platform passed all testing criteria.

Event description:
It was reported that during clinical training with a mannequin, the autopulse platform started compressions, then stopped and displayed user advisory (ua) 17 (max motor on time exceeded during active operation), 12 (lifeband not present) and 19 (max applied load exceeded) messages. Customer was unable to clear the messages. Other batteries were also tried but the messages did not clear. No patient involvement was reported. No further information was provided.